Manufacturer narrative:
(B)(4). According to the field, the device will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. The infection had occurred after a recent replacement procedure and the implant site was observed to be swollen, red, and puss was coming out of the incision. Surgical intervention was performed and the device was explanted. No additional adverse patient effects were reported.